Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device locks up upon start up mentioning syringe flange not in place. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump issue was confirmed on power up, and there was evidence of liquid ingress damaging both the main circuit board and interconnect circuit board. The cause of the customer reported problem was the liquid ingress damaged the circuit boards. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main circuit board and interconnect circuit board, loaded standard configuration, and calibrated all sensors. The pump passed all functional tests and performed as intended after repair.